Manufacturer narrative:
No sample was returned for investigation. The reported failure was able to be verified (endoscope stuck/broke) from the picture provided. The cause of the reported failure is the user applied more pressure and force to overcome the stenosis during bronchoscopy. This MDR is resubmitted again as it was identified that original submission had not been successfully loaded into the FDA database due to wrong file format. The initial MDR of this incident was submitted to the FDA within the original reporting deadline. This submission represents a reload of data to ensure correct upload to the FDA database.

Event description:
The doctor was performing a bronchoscopy bed procedure to a patient with tracheostomy. The patient was presenting stenosis at lower left lobar bronchus. In order to overcome the stenosis the doctor needed to apply more pressure and force. He was able to overcome the stenosis but when they needed to remove the bronchoscope the doctor noticed a resistance. The bronchoscope collapsed and the doctor was not able to remove it. To be able to remove the bronchoscope the tracheostomy tube had to be removed.